Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead capped due to high impedances of greater than 3000 ohms on all vectors. No adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.